Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the dingus tab was adjusted and placed in the correct position. Imaging system was re-homed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the door of the imaging system would not close due to dingus tab for the door was off from its position. There was no patient present at the time of the issue.